Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that after an unknown procedure in which the device was used on the pulmonary vein, the doctor checked that there was no bleeding from the target tissue and closed the chest. That night, bleeding was found from the drain and the patient required a re-operation to stop the bleeding. During the re-operation, oozing was confirmed from the pulmonary vein. Also, it was confirmed that the deployed staples of the cut end on the pulmonary vein were b-formed. The patient has recovered and already left the hospital. The customer disposed of the device and reload.